Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, patient experienced pain at the insertion site. On (B)(6) 2017, pain was increased and patient felt insecure to come home. X ray was normal, and abdomen was smooth. On (B)(6) 2017, a scan was performed which revealed on infection to the wall of the stomach for which the patient was treated with IV antibiotics and the patient still needs to take an unspecified oral antibiotics for another two weeks. Patient was discharged on (B)(6) 2017. The stoma exhibits a lot of pus and slime, nurse advised to change the dressings twice a day.